Event description:
It was reported that surgeon is seeing right lower limb in zone 2 of revised cup on x-ray at 3 months post-op. Pt has "r/a". Pt is mildly symptomatic and slow in rehab. Pt was advised that this may not be uncommon for pts with compromised immune systems and that surgeon could attempt to control pain with anti-inflamatories and pain meds for several more weeks to see if there is improvement.